Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event could not be determined; however, this type of damage is most likely related to the operator¿s technique. The instruction manual contains several warning and caution statements in an effort to prevent damage to the electrode. ¿visually inspect the instrument. Warped electrodes, defective insulation and broken, cracked, or irregular cutting loops represent a danger for both the patient and the surgeon and must not be used. Never try to bend irregular cutting loops into shape. When attaching the electrode, make sure not to push it too forcefully into the working element. When checking the locking of the electrode, make sure not to pull too forcefully. If the instrument is damaged or does not function properly, replace it.¿

Event description:
Olympus received a medwatch (mw5064073) that indicates during a therapeutic procedure for an enlarged prostate, the metal portion of the loop broke and fell into the patient. The device fragment was retrieved with an unknown device. The intended procedure was completed with a similar device. There was no patient injury reported.